Event description:
During an ercp procedure a plastic stent was advanced over a wire guide into the pancreatic duct. The stent was inadvertently placed too far forward in the duct. The physician was able to reposition the stent by threading a soehendra stent retriever into the proximal end of the stent and pulling the stent back into the desired position. When the physician attempted to unthread the retriever from the stent, the distal threaded tip of the retriever detached inside the stent. The tip and the stent were left in place at the time of the procedure, however the stent has since been exchanged. The detached tip of the stent retriever was still present in the proximal end of the stent when the exchange was made. Information ragarding the exact date of the event, or the date that the stent with the detached tip was exchanged has not been provided.